Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 11 days. The device remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a "slight stroke" in early (B)(6) 2015 and had some residual aphasia. Blood pressure at the time of the stroke was 104/82. International normalized ratio (inr) at the time of the stroke was 2.9. It was noted that the patient's inr goal was between 2 and 2.5. It was reported that the patient was admitted at the time of the stroke, diagnosed with an ischemic stroke, treated and then discharged home.